Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a ventricular extrasystole ablation, there was an aortic dissection. The procedure began with mapping the right ventricle, and it was found that premature ventricular contraction timings were near the onset of the qrs complex. Due to the timing, it was decided to map the left ventricle. Puncture of the aorta was done without issue, but when advancing the ablation catheter, resistance was felt. An angiogram of the aorta was performed that showed a dissection. The procedure was cancelled, and a computerized tomography scan of the aorta was taken that showed a type b dissection. The patient was stable when they left the lab and were admitted to the coronary care unit. No further intervention was performed.